Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device had locked up following replacement of the coin cell battery. As a result, the device may not be able to be used to provide defibrillation energy if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a filter, designator fl3.  Fl3 was physically damaged, resulting in it being electrically open. The removed ui pcb assembly was an ancillary part and there was no failures observed.